Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.